Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that they were able clear alarm and rewind process but again received pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21/e21 and 417 alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube window, (B)(4).